Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 58mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised that the customer should change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.